Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2, pocket e5 failed. A field service engineer assisted the customer with removing failed pockets in drawer 4-2 and the customer tested the station functionality. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. There were no adverse events or injuries reported based on this event.